Manufacturer narrative:
The actual device was returned for evaluation. One each of the following were received: locator, hemostasis sheath and carrier tube assembly. The arteriotomy locator was mated with the hemostasis sheath but was snapped on completely. There was blood like substance noted on the sheath and locator. The carrier tube assembly appeared to be unused but was not within its original packaging when returned. Upon microscopic inspection, it was discovered that the hemostasis sheath was bent and deformed at one blood inlet hole. There was also significant dried blood and tissue like debris found near the holes. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the investigation, the likely cause of the event is either kinking of the sheath and locator assembly or blocking of the inlet holes by the some tissue or a combination of both. The sheath can kink due to extreme off axis insertion or excessive angulation after insertion into the anatomy. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported no/inadequate blood return when using the angio-seal vip device during an interventional catheterization. The following information was provided by the user facility: case was complete except for closure device. Once the arteriotomy locator was inserted into the patient, there was no visible blood flash. So the device was pulled out and another angio-seal was opened. The second angio-seal was successful. The procedure outcome was reported to be successful. Additional information was reported on 10/17/2017: blood loss was reported to be minimal. The patient was reported to be fine and stable. No other devices were used.